Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B) (4).

Event description:
The customer reported that the aw suite report overwrites preliminary ris report. There was no reported patient injury associated with this event.